Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: l4-5 and l5-s1 degenerative disk disease and lumbar radiculopathy. Procedure: l4-5 and l5-s1 transforaminal lumbar interbody fusion with prosthetic interbody vertebral device, posterior instrumentation and posterior fusion. Per-op notes: "a large rhbmp-2 was prepared and was cut into 6 sponges, a sponge wrapped about matrix was placed in the left hand side of the disk space as well as the anterior aspect of the disk space."patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.